Event description:
As reported, the patient stated that they had a total knee replacement and it fractured. Information provided indicates the patient was revised 13 years post their initial total knee arthroplasty. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Concomitant device(s): 02-010-01-0330 - logic femoral ps cem right sz 3: 2032187. 02-012-35-3011 - logic tibia ps mod insrt sz 3 11mm: 2044807. 02-012-39-3030 - logic tibia fin tray cem sz 3f/3t: 2041045. 200-02-32 - three peg patella 32mm: 1758767. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported cannot be confirmed based on the information provided but may have been due to prosthesis fracture as reported. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and no images, radiographs, or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.